Event description:
It was reported that the patient had a loss of therapeutic effect. The patient was having increased pain in his lower back and right hip for approximately three months. The patient was last seen friday, (B)(6) 2012 and it was determined the lead wire was broken and 'not working right.' Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 3487a-56, lot# v354744, implanted: 2010-(B)(6), product type lead, product ID 3487a-56, lot# v354744, implanted: 2010-(B)(6), product type lead. (B)(4).